Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent transvaginal excision of mesh and cystoscopy on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital system due to bladder outlet obstruction and pelvic pain.

Event description:
It was reported that the patient underwent transvaginal excision of mesh and cystoscopy on (B)(6) 2016 by dr. (B)(6) at (B)(6) hospital system due to bladder outlet obstruction and pelvic pain.